Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was twisted 20 cm from the lap joint section. An impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Media returned by the customer was inspected and showed a partial photo of the device but did not show evidence of the reported issue. Based on the evidence, the as reported code of image lost can be confirmed. The open circuit found at the proximal end during the impedance test and the twisted imaging window could have contributed to the image loss.

Event description:
Reportable based on device analysis completed 22 aug 2024. It was reported that visualization issues occurred. The 90% stenosed target 38mm x 2.5mm lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted.